Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user informed the technical support engineer (tse) that they experienced issues with the integrated electrosurgical unit (iesu). The tse reviewed the system logs, but logs were unavailable during the call. Prior to contacting tse, the vision side cart (vsc) had been swapped with another dv system and the user had proceeded as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced integrated electrosurgical unit (iesu) to resolve generator failure. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to errors prompting generator issus. The issue was confirmed during a log review and identified multiple errors occurring over multiple months. During testing, the unit displayed error code at startup, and the iesu logs recorded errors as well.